Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient's blood glucose fluctuated between 269 mg/dl, 277 mg/dl, 262 mg/dl, and finally to 271 mg/dl while wearing the pod between 1 and 4 hours on the abdomen. The pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. Ketones were checked and found to be acceptable levels. As treatment, the pod was removed, a new pod was applied, and a manual shot was administered.